Event description:
Reporter indicated a vns therapy programming handheld would not allow interrogation. After a separate handheld was utilized, interrogation was successful. It was additionally reported the screen very dark and not able to read. Troubleshooting did not resolve the issues. The programming system has been returned to the manufacturer and is pending analysis. Good faith attempts to obtain additional information have been unsuccessful to date.